Event description:
Olympus was informed that the user experienced one pt perforations in the first five uses of the subject device. One perforation was said to have occurred in an unspecified area of the pt's colon. There was no info provided regarding the location of any of the other occurrences, nor the type of procedures being performed. No info was provided regarding the status of the pt(s) following the alleged events.

Manufacturer narrative:
On request of the FDA the initial report (MFR report #: 3003724334-2012-00005) was split into three reports. Reason: in this report three pt injuries were reported. The correction results in the following three reports with one pt injury each: report #: f/u report 1 of the initial report (MFR report #: 3003724334-2012-00005). Report 2: initial report (MFR report #: 9610773-2012-00094).